Event description:
The device was returned to the manufacturer. Per the manufacturer's device registration system the patient expired. The date of death, cause of death and relationship to the device was not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.